Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which caused inhibition. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
Final analysis found an external insulation abrasion exposing the outer coil caused by friction to can noted at 45.0 cm to 45.2 cm from the distal tip. The abrasion was consistent with constant exposure to constant friction against another implantable device. This likely caused the reported anomaly.